Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed with a complete seal outcome. The 45-day follow-up echocardiogram was within normal limits and anticoagulants were stopped. The patient reported they were compliant with drug regimen post implant which was warfarin and aspirin 81mg for 45 days, and then plavix and aspirin 81mg. Plavix was not discontinued as instructed on 18jan22 (6 month follow-up). The patient had a follow-up visit on (B)(6) 2022, where plavix was discontinued. Therefore, the patient was on plavix for approximately 9.5 months. At the 1-year transesophageal echocardiogram (tee) a 5cm x 2.2cm thrombus was noted. The patient was put back on eliquis 5 mg twice a day and will be re-imaged in three months. The patient has been discharged.